Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site would not prime. It was further reported that it was blocked and unable to be used for intravenous infusion. This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.